Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1464644) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The serial number documented on the initial MDR was incorrect. The correct serial number is: (B)(4).

Event description:
A caller, calling on behalf of a customer reported that on (B)(6) 2014, around 6:00 pm. Customer attempted to perform a test using her adc blood glucose meter, but the test did not start after a sample was applied to a test strip inserted into it. Caller further reported that despite not experiencing any symptoms, customer called her visiting nurse. Upon arrival, the nurse performed a blood glucose test using her own, unspecified meter, but caller did not know the result obtained. The nurse also checked customer's vital signs, noted her heart was "beating fast" and recommended she go to the emergency room. At the hospital, customer received an intravenous infusion of unknown type, had an EKG done, had blood drawn for laboratory analysis and had "a heart x-ray". Caller did not know what diagnosis was given, but noted "all the customer's tests were ok". Customer was discharged once the IV was infused. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer's meter (B)(4) was returned and investigated. The meter was disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. If one of the pins is bent or raised, the test will not be conducted. Based on our investigation, raised pin (#5) has only been replicated by a strip whose tip was bent prior to insertion into the port. Label copy advises users of bent/torn test strips and also instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.